Manufacturer narrative:
The insulin pump had button error alarmed due to flattened dome switch at act button on keypad trace.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 96 mg/dl at the time of incident. The customer stated that they were unable to clear the button error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.